Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. Technical services (ts) noted that shock lead impedance was within normal limits until an ablation procedure approximately a month prior, after which impedance fluctuations were observed, eventually reaching out of range values. The rv pacing lead impedance also showed fluctuations but remained within normal limits. Ts recommended further patient evaluation during an in-clinic visit. No adverse patient effects were reported. This rv lead remains in service.